Event description:
It was reported that the customer noticed a difference in drip speed on a large volume pump module when a y-sited medication was actively running on another alaris pump module and connected under the first pump module. An abnormally high tacrolimus level was noticed that morning with the lab draw that happened post the y-sited medication dose. Tacrolimus was running on pump module channel programed at 10.4 "/hour." The pump module was exchanged. There was patient involvement, but the outcome is unknown. Although requested, further information was not provided.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.